Event description:
Patient reported right side "requested 400 cc's, but was given 650 cc's." Patient additionally reported ¿lost half of my nipple, got necrosis and it rotted off¿ and ¿they touched in the middle because they are too big.¿ device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis, visibility/palpability, unsatisfactory result.